Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, at the first firing, the handle was used and connected the reload but the devices could not be connected well and the jaws did not close. The event was noticed by opening and closing check before firing on the patient. Device was not used in patient. The surgical time was extended by less than 30 minutes. The procedure was completed with another device.